Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged missing segments/partial display found on sept 06, 2021. Device was received with a blank flashing white display with audio beep alert. Unable to verify missing segments/partial display and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Device was cut open to perform visual inspection and found a cracked lcd controller (pcba 1). No corrosion or moisture damage found on the pcba 2, force sensor, motor or vibrator¿assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank flashing white display with audio beep alert noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued testing. Device passed the self test and no blank flashing white display with audio beep alert noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No alarms or alerts or power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. A blank flashing white display with audio beep alert was confirmed due to a cracked lcd controller (pcba 1). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to verify missing segments/partial display due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to a cracked lcd controller (pcba 1). However, a test pcba 1 was used and continued testing and download. A blank flashing white display with audio beep alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working. Customer stated that insulin pump had partial display and a white screen. No harm requiring medical intervention was reported. The device will be returned for analysis.